Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8098691 have been reviewed and no issues or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Tap- it was reported that 150 days after implantation of 2.5x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, a > 50% stenotic lesion was located in ostial/proximal 1st diagonal (d1) artery. No information was reported on lesion calcification or vessel tortuosity. After pre-dilation with a 2.0x9mm maverick balloon inflated to 10 atms, a 2.5x16mm taxus stent was deployed in the lesion at 11, 12, and 10 atms. No information was reported on post-intervention percentage stenosis. The patient received aspirin, plavix, lopressor, prinivil and nitroglycerin pre-procedure, integrilin and nitroglycerin during the procedure, and heparin and lopressor post-procedure. Interventional outcomes were reported as "successful". The patient presented 150 days after the initial procedure with an st elevated mi and in-stent restenosis in the proximal d1. After the lesion was pre-dilated using a 2.0x10mm medtronic sprinter balloon, a 2.5x24mm taxus stent was deployed at in the region of previously placed 2.5x16mm taxus stent. No information was reported on post-intervention stenosis. Interventional outcomes were reported as "successful."